Event description:
Report received of a pump failing to alarm for an open door. The pump was received in the biomedical engineering department from clinical service with no tacking information (patient, nurse, or location) available. During the testing of the pump, the pump door locked and unlocked with the key as expected. When the pump door was unlocked, the pump program continued and the pump did not alarm "door open". The display screen continued to display the program and the pump perfromed as if the pump door were closed and locked. There was no incident report filed and no known adverse patient event. Though requested, there was no further information available.